Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised forced sensor alarm. Customer¿s blood glucose level was unknown. Customer reported that the drive support cap was normal. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, unit passed rewind test and displacement test. Device received a33 alarm during basic occlusion test due to faulty force sensor resistor (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to a33 alarm. However, device passed rewind test and displacement test.